Event description:
It was reported that, during the two week post-implant follow-up, this patient complained of chest pain and fainting episodes. Review of the implanted system revealed increased pacing thresholds and a right ventricular (rv) lead perforation was suspected. A computerized tomography (CT) scan was ordered and performed two weeks later. The scan confirmed the rv perforation and the new device check showed loss of capture at maximum outputs. An urgent lead revision was scheduled for the same day. During the revision, the physician punctured the lead insulation to maintain venous access. This rv lead was explanted and replaced. The physician suspected that the perforation was caused by unfortunate positioning during the initial procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of perforation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, during the two week post-implant follow-up, this patient complained of chest pain and fainting episodes. Review of the implanted system revealed increased pacing thresholds and a right ventricular (rv) lead perforation was suspected. A computerized tomography (CT) scan was ordered and performed two weeks later. The scan confirmed the rv perforation and the new device check showed loss of capture at maximum outputs. An urgent lead revision was scheduled for the same day. During the revision, the physician punctured the lead insulation to maintain venous access. This rv lead was explanted and replaced. The physician suspected that the perforation was caused by unfortunate positioning during the initial procedure. No additional adverse patient effects were reported.